Manufacturer narrative:
Conclusion: based upon the inquiry info received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. Comments: if the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly.

Event description:
It was reported the device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported tsw35 worked fine during the first firing. The device was reloaded and upon firing it was determined the device did not cut or staple properly. There was no consequence to the pt.